Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-01583. It was reported that patient ((B)(6)) experienced discomfort at the lead site due to a infection at the lead site along with ipg (date of event is unknown). The patient was hospitalized from (B)(6) 2016 and the scs system was explanted. The patient was treated with antibiotics. Further follow up identified the infection has resolved.

Manufacturer narrative:
Reference MFR. Report number was inadvertently listed incorrect. Instead of 1627487-2016-01583 , it should read 1627487-2016-01584. This report consist of correct information.

Event description:
Device 2 of 4.reference MFR. Report# 1627487-2016-01584.reference MFR. Report# 1627487-2016-02872.reference MFR. Report# 1627487-2016-02874.additional follow up received clarified the number of devices involved in the allegation. The additional devices are added as device 3 and 4.the patient recieved two anchors (model #1192)